Manufacturer narrative:
Complaint confirmed. One of the two trunnion legs was found to be broken near the base. The most likely cause of failure is an impact during removal of the device and/or during an event that may be related to the humerus fracture.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a primary tsa procedure on her right shoulder on (B)(6) 2016. About 12 months post-op, the patient was experiencing constant pain in her shoulder. After a year of pain, she was seen by her surgeon and when an x-ray was taken, it revealed she had a fractured humerus. The surgeon decided to convert to an rtsa. The patient underwent a revision procedure on (B)(6) 2018 to convert from primary tsa to rtsa and during the case, the surgeon found that one of the feet of the "trunion" (part of ar-9100-08s) was broken and the inferior portion of the glenoid poly (ar-9105-02) was showed signs of wear. The broken foot was found secured near the rest of the "trunion". The following three devices (along with the broken foot) were explanted: ar-9100-08s / lot: 1349709. Ar-9105-02 / lot: 113601502. Ar-9144-17p / lot: 150049215.